Manufacturer narrative:
The subject device was received and evaluated. Device evaluation noted the reported customer issue was confirmed. Evaluation found kink at instrument channel, no pass noted at the forceps passage due to kink /dents and deformation, leak test failed due to the bending section a rubber was torn and the a rubber adhesive has a crack. Additionally, evaluation found the device exhibited an error b30 (communication/transmission) error message. Based on investigation results, the reported customer issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to physical stress, deformation attributed to component failure. The communication/transmission issue was noted to be due to damage component failure and attributed to electronic component failure. Olympus will continue to monitor complaints for this device.

Event description:
Customer reported "there is spilt on the outside of the sheath and cannot pass the forceps through channel. " the issue was found during an unspecified event. There was no patient harm, no injury reported in this reported event. Device inspection found the device displayed an error b30 (communication error).